Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in (B)(4) ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the complete heart block was likely related to the patient¿s previous bundle branch block as well as the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As notified through the implant patient registry (ipr), two days post implant, the patient required a permanent pacemaker (ppm). Per source documents the patient underwent transaortic valve replacement. She was noted to have bundle branch block on her EKG prior to surgery. A 26 mm sapien 3 valve was placed and there was a trace leak. The patient appeared to be free of complications and then within 36-48 hours after surgery, developed a heart block, which became prolonged to the point where the patient was having 8 and 9 second pauses with mobitz type ii. The patient underwent an emergent dddr pacemaker implantation. The patient had a very difficult postoperative course. She had good ventricular function, but appeared to be in heart failure with respiratory failure saturations from 50 to 100%. She had liver failure thought to be secondary to passive congestion or multiple causes. Then appeared to have sepsis syndrome with profound thrombocytopenia out. Ultimately on pod 7, support was discontinued. Final diagnosis was multisystem organ failure with liver failure, respiratory failure, possible bowel ischemia, and heart block.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As notified through implant patient registry (ipr), two days post implant, the patient required a permanent pacemaker (ppm). The reason for the ppm is unknown at this time. Post procedure, the patient felt fine. Two days post tavr procedure, the patient started having pauses and went in for a pacemaker. There was difficulty during pacemaker implant, but the physician was able to get it in place and working. Within minutes of being out of the or and back up to ccicu the patient was taken back to the or for an open heart procedure. The physician had burned a hole in her heart while attempting to get the pacemaker placed. He had to do one stitch to close the hole from the pacemaker. The patient passed away five days post second procedure.